Event description:
It was reported that during an iliac artery stenting procedure, stent migration occurred. The 70% stenosed lesion was located in the moderately tortuous and moderately calcified iliac artery. The 10x20mm iliac unistep plus wallstent was advanced to the lesion and deployed. Following deployment, the stent migrated proximal to the lesion. Another wallstent 10x20mm was implanted to cover the lesion. The pt's status is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.